Event description:
A male pt presented to outpatient clinic for blood transfusion. Transfusion given via porta cath using a sigma smart pump with a hospira blood infusion set. The blood started infusing at 08:25 at 60cc for 15 minutes. The rate was then increased to 160cc/hr. The pt was monitored by the rn. At 09:40am for the rn noted that the bag with the blood product was expanded significantly and there appeared to be the pt's blood in the tubing. The transfusion was stopped and restarted with new tubing on another sigma smart pump. The transfusion was completed without further incident. During our investigation of this event, it was noted that the blood transfusion set can be inserted backwards resulting in solution running from the pt to the IV bag rather than from the IV bag to the pt.